Manufacturer narrative:
Result - fowler motor clutch.

Event description:
It was reported by service report that the fowler would drift down when it was at 15 degrees or below and when weight was applied. No pt involvement or adverse consequences were reported.